Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The customer experienced nausea and blurred vision. The customer's blood glucose at time of call was 376mg/dl. It was stated that the customer believes the insulin pump may have failed. Troubleshooting was performed. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found no delivery and low reservoir alarms. The drive support cap appears to be normal. Instructed the caller to run a manual prime test and the insulin did exit. Advised the nurse to call back when the tubing clamp arrives to continue testing. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Unable to confirm low reservoir or no delivery alarms. After testing it was concluded that the device operated within specifications.